Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: d4(serial)

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse states the atmospheric pressure drifted within 2 minutes of being on. The fse changed the pressure transducers and performed a preventative maintenance. The iabp passed all safety and functional tests and was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance with an autofill failure alarm. Customer reported that the alarm had been going off throughout the night and they¿d been able to re-start it using the iab fill key and pressing start. However, the morning, the alarm has gone off 4 times and they¿ve been unable to resume therapy. Walked customer through troubleshooting steps, verifying all cables and connections were appropriate including the safety disk/drain/fill ports as well as no blood in the helium tubing. Suggested to customer to switch out the console and call me if they had any more problems. There was no patient harm or injury reported.